Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic hiatus hernia. From the start, it made a sound of touching metal. The ptfe pad of the subject device partially fell off inside the patient. The fallen ptfe pad was retrieved from the patient. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10125 to provide additional information based on the evaluation of the device. The device manufacturer date was identified and filled. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of the evaluation on february 9, 2017, omsc confirmed that the ptfe pad was worn and partially peeled. The fallen fragment of the ptfe pad was not returned. The short circuit error occurred when a operator grasped the subject device and output in seal mode. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and partially peeled since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). The ptfe pad broke off when the user output with contacting the peeled ptfe pad or added loads. The sound of touching metal was likely due to the causes below: since ptfe pad was worn, the probe contacted with the non-insulated part. The sound of touching metal occurred when the user output in seal & cut mode with the probe contacted to the non-insulated part. The following details are found in the instruction manual as warning: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.